Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The previous work order for this intellicart system was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous work order noted no issues with the device after repair and all verifications, inspections and tests were successfully completed. The device was noted to have been previously repaired 1 time, the previous repair being for the cart leaking from bottom on 9 jan 2018. The leaking issue was not associated with the current repair service, so the previous repair was a non-related issue. (B)(4) was contacted about the cart and dispatched a service technician to be at the site. The technician arrived at the site on feb 28, 2018 and could not duplicate the reported issues as he reviewed the cart and noted that the max temperature of the unit was 115f and also confirmed that the cart recently came out of a case where cauterization had been performed and suspected the smell was from it. He also reviewed the error logs and tested the equipment and could not find any suction issues as the unit was functioning as intended without any issues. The technician then returned the unit back to service without further incident. The device was tested and inspected. The service technician could not reproduce the reported event as the unit was functioning per specifications. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the duo fluid cart had suction error during cleaning. The device was hot and giving off a burnt smell. No adverse events have been reported as a result of this malfunction.